Event description:
Medtronic received a report that a concerto coil encountered resistance and was stuck in the proximal section of the catheter. It was reported that during aneurysm embolization, the coil expanded on its own. The implant coil pushed smoothly out from the introducer sheath. The catheter was not damaged and it was unknown if the coil was damaged. No patient symptoms or complications were associated with this event. Ancillary devices include a direxion 14 microcatheter. Additional information was received that the procedure was completed by using another one. It was clarified that the "coil expanded on it's own" meant the coil detached itself. There were no causes or contributing factors for the resistance/expanding. A continuous saline flush was administered and maintained as indicated in the IFU. There were no issues that resulted in the expanding that was found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. H6 device and eval method coding updated due to additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that manual detachment had been attempted prior to the premature detachment. There was no damage observed to the concerto pushwire. The coil was not implanted at the intended location; it was removed from the patient with no additional intervention required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that clarified that the coil detached prematurely and therefore, manual removal was not possible because it detached on its own.